Manufacturer narrative:
Follow-up #1: date of submission 07/28/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 07/06/2016 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. All of the keypad buttons were found to respond appropriately during testing. The keypad cover was removed and no contamination was found under the button contacts. The pump was opened and no damage was observed keypad flex connector. The complaint of an under-responsive down arrow keypad button was not duplicated during investigation. There was no defect found. Unrelated to the complaint, investigation revealed multiple cracks in the battery compartment. Also unrelated to the complaint, investigation revealed that the display was dim with discolored text.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down arrow keypad button was under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.